Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up-report will be submitted once the investigation has been completed. Patient identifier could not be obtained after multiple attempts. Attempts were made as follows: 03/04/2016 phone call; 03/10/2016 phone call; 03/25/2016 phone call.

Event description:
A patient that underwent an MRI procedure reported hearing loss. The patient has been evaluated and treated by an ent physician, and the patient has a reported 10% hearing loss/deficit which has not improved.

Manufacturer narrative:
Ge healthcare performed a checkout of the equipment and a review of the logs. There is no indication of any failure. The patient was properly equipped with hearing protection. The system acoustic level was tested and meets local regulations. No further actions are planned at this time.